Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the pt reported having trouble staying connected on the g6 mobile app. No product or data was provided for evaluation. The complaint confirmation could not be determined. A probable cause could not be determined. No additional patient or event information is available. No additional patient or event information is available. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.